Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on 4/21/2016 that the customer experienced an issue with an enteral feeding pump. The customer states the unit under/over delivers.

Manufacturer narrative:
Submit date: 10/25/2016. An investigation of kangaroo epump was performed for the reported condition of; the unit over/under delivers. The unit was triaged and the complaint could not be confirmed. The unit was manufactured in 2012. A review of the device history record shows this device was released meeting all manufacturing specifications.